Manufacturer narrative:
The unit had an intermittent act button response due to a corroded keypad. There was no button error alarm during testing and no belt clip anomaly. The unit had a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, and a scratched reservoir tube window. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error and they could not clear it. The customer also reported that the belt clip was broken. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was 124 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.